Manufacturer narrative:
Patient's age is unknown, however, the patient is over 18 years. (B)(4) for the reported event of wire broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the device was unable to bow. The user manipulated the device to get it to bow, however, after doing so the cut wire broke; no part detached inside the patient. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.